Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.